Event description:
3 of 3 reports (same procedure). Other mfg report numbers: 3013886523-2026-00110, 3013886523-2026-00112. This report is for the sensor used during testing. A facility reported they were unable to zero a sensor (ID 826850). No patient injury, however the event led to 30 minutes surgical delay. Were the 3 sensors used on the same patient? Answer: 2 (lot 7624449 and 7624454) of the sensor was used for the same patient and the 1unit (7624449) was used to test if the problem was with the sensor or the icp monitor. Please confirm the 3 sensors were not implanted in the patient when zeroing failure was detected? Answer: two of the sensors were implanted on the patient and one was not implanted were sensors used with cerelink monitor? Answer: cerelink monitor. Was the patient lead (electrode of cerelink extension cable) always connected to the patient? Answer: the sensor was not used as the icp sensor couldn't zero and was only implanted. How was the issue solved? Answer: the doctor abandoned the icp sensor and the patient was not monitored were they able to perform monitoring with another sensor? Answer: no, the patient was in ICU when we were informed about the problem and icp sensor was inserted in theatre. Did they switch to another monitoring method? Answer: no. How is the patient now? Answer: patient full recovered.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.